Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump would not charge normally. When the pump was plugged into a power source, the pump would not recognize the power source. Then the pump battery gauge jumped from 20% battery life to 100% while the pump was plugged was not connected to a power source. The battery gauge then dropped back down to 20%. In addition it was reported that the customer was experiencing high blood glucose (bg) levels that day. The contact reported that the customer had eaten some fatty foods. The contact was unsure if this was the cause for the high bg or it was due to the pump's battery issue. It was indicated that the customer would use manual injections as alternate insulin therapy.

Manufacturer narrative:
(B)(4).